Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 0230149. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. One picture sample was received displaying a used syringe with less than 1ml of saline solution left within the barrel. It is possible that an issue with silicone distribution contributed to the reported incident. However, there were no issues identified with silicone distribution during the production of this product. H3 other text : see h.10.

Event description:
It was reported that syringe 10ml saline fill ce plunger was difficult to move. The following information was provided by the initial reporter: customer is not sure if this is a product complaint. But the incident is that posiflush syringe plunger is almost impossible tight to push. It requires so much strength. I was trying to connect with customer, but she was out of reach.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml saline fill ce plunger was difficult to move. The following information was provided by the initial reporter: customer is not sure if this is a product complaint. But the incident is that posiflush syringe plunger is almost impossible tight to push. It requires so much strength. I was trying to connect with customer, but she was out of reach.